Event description:
Per the audiologist, in 2008, the pt presented at the clinic with a device extrusion. In late 2007, the pt was admitted to the hospital with swelling "the size of a baseball". He was diagnosed with a staph infection and was treated with antibiotics. Reportedly, he has been "in and out" of the hospital several times. The pt, reportedly, has a history of "picking" at the implant site since the initial surgery. Explantation was scheduled for 2008. Reimplantation plans were not reported at the time of this report.

Manufacturer narrative:
This type of event is addressed in the device labeling.